Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient¿s husband reported that the patient had been receiving an occlusion alarm. Troubleshooting was performed; however, the occlusion alarm persisted. The patient had been without medication for a considerable period of time, exact duration unknown. It was also reported that a previous incident in which the line came out, and the patient was without medication for approximately 7 hours (date unknown). The reported issue occurred during continuous infusion therapy for pulmonary arterial hypertension. No injury was reported. There was patient involvement and no harm. Concentration of the medication was veletri.

Manufacturer narrative:
D3: updated. E4: updated. H3, h6 and h10 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.